Manufacturer narrative:
(B)(4). The instructions for use (IFU) cautions that insertion into artery may cause excessive bleeding, vasospasm, vessel trauma, and/or other complications. The instructions for use (IFU) instructs the user to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
At the end of the procedure, the physician was attempting to remove the 6f engage tr introducer, but the vessel was in spasm and the introducer was stuck in the artery. Nitrates were administered and a balloon was used to remove the introducer from the patient without success. The physician decided to force the removal of the introducer, and the device broke proximally, leaving approximately 6-7 cm of the sheath in the radial artery. The physician attempted to remove the portion of the device from the patient using a goose neck snare without success. Vascular surgery was performed to remove the remaining portion of the device.

Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing was returned detached and in two sections; the hemostasis hub was not returned. Visual and dimensional inspection confirmed only a portion of the sheath tubing was returned. The sheath tubing distal section and proximal section had been damaged. The crimped sheath tubing was consistent with snaring as stated in the event description. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the sheath damage is consistent with forcible contact during use.